Event description:
Pt was undergoing a coronary artery bypass procedure. During placement of the endocoronary sinus catheter, a right atrial perforation was suspected, and confirmed of sternotomy. The atrium was repaired, bleeding controlled, and the case proceeded uneventfully in a standard fashion.